Event description:
During discussion with vascular access services team (vast) charge rn noted that patient we were placing PICC in had retained wire. In review, wire was noted to have appeared in (B)(6) 2020, post PICC placement. Chest x-ray noted refer to possible wire from inferior vena cava (ivc) filter. Ivc filter placed (B)(6) 2019. Concern for wire fragment to be secondary to PICC exchange in (B)(6) 2020, rather than ivc filter wire.